Event description:
Reportedly, during pt use, a 'backup battery low' alarm occurred on battery power. Connecting the ventilator to ac power resolved the issue. The pt was ambu bagged and switched to another ventilator. No serious injury was reported in this case.

Manufacturer narrative:
Although requested, add'l pt info was not provided.